Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, this caused an elevated blood glucose level. There was no additional information known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did provide the outcome of the event.